Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed. Longevity calculations were performed and normal battery depletion was observed. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented at a follow-up in-clinic, early battery depletion was observed. The device was explanted and replaced. The patient was stable after the procedure.